Event description:
It was reported that the customer had just got connected to the pump yesterday and is currently off of it because he was getting different alarms and high blood glucose levels. Customer's blood glucose level was 368 mg/dl. Customer stated that he got a lost sensor and was having an issue with the pump accepting the blood glucose level to calibrate. Customer was getting a message that the blood glucose level was too high. Customer stated that he went through training 2 weeks ago and he got overwhelmed. Customer was assisted with programming the transmitter and inserting the mio infusion set. Customer was assisted with setting up the sensor. Customer was advised to reach out to their health care professional to correct basal/bolus settings. No additional information provided. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).